Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 osseoti multihole cup was returned. Visual evaluation identified the following: there were scratches on the rim and the inner spherical surface. The locking groove did not exhibit any damages and was free of debris. No other damage was noted. Complaint sample was evaluated and the reported event was not confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant products: catalog number: 30123202, lot number: 64689169, brand name: g7 vit e high wall lnr 32 mm. Catalog number: 30103202, lot number: 64573826, brand name: g7 vit e neutral lnr 32mm b. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a liner would not seat into the cup. An alternative high wall liner was used which failed as well. The surgery was completed with an alternative cup and liner. Attempts have been made and additional information on the reported event is unavailable.